Manufacturer narrative:
(B)(4). This device is included in the medical device correction, unretrieved device fragments models 3093 and 3889 interstim tined leads, educational brief/physician communication ((B)(6) 2010).

Event description:
It was reported that the pt had pain and weakness at an unk location. The pt had a lead fragment and suspected her symptoms were due to the remaining fragment. It was unk if the lead broke off due to trauma or a lead removal attempt. Electromyography studies were normal. It was unk if the pt had a history of pain and weakness. Add'l info was requested.